Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. According to the information provided, it was reported that a little part on the black shaft of a coolpulse 90 electrode with hand controls broke. The device was received and evaluated. Visual inspection revealed that the electrode is in normal condition, the cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The tip shows signs of activation and the shaft shows a peeling mark on the black plastic insulator tubing, near to the tip of the electrode. When performing the functional test, the ablation and coagulation functions could be performed as expected, ablation was applied for 1 min and coagulation was applied for 1 min. Both tests were passed. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the peeling insulator can be attributed to the handling of the electrode, when is in use, another sharp instrument or surface could be rubbing the insulator at the point of peeling, however this can not be conclusively determined. A manufacturing record evaluation was performed for the finished device [u1910106] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). A manufacturing record evaluation was performed for the finished device [ (B)(4)] number, and no non-conformances were identified. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy, a little part on the black shaft of a coolpulse 90 electrode with hand controls broke. Unfortunately, the exact cause of this event could not be detected. No surgical delay or patient consequences reported. No additional information could be provided.